Event description:
It was reported that the patient was referred for surgery for an initial vns implant. Before the surgery had started but after application of anesthesia, the patient had bradycardia. The surgeon waited for the patient's heart rate to increase before continuing with the implant surgery. The surgeon stated that the bradycardia event had to do with medications the patient had been taking. No additional relevant information has been received to date.